Event description:
It was reported during insertion, a bubble was found at the syringe. Upon checking, the hub of the needle was found fractured.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.